Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a constant alarm. The root cause was determined to be a malfunctioning micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported an infuso.r. Device which was alarming and beeping in the anesthesia department. This condition occurred during delivery and may have interrupted device delivery. Device evaluation confirmed this condition as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available at this time.